Event description:
It was reported that 10 syringes 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 301029, batch no.: 9241687. Contamination found red marks in the syringes.

Manufacturer narrative:
H.6. Investigation summary: two photos and seven loose 10ml syringes were received and evaluated. It was observed three of the syringes contained small red particles attached to the barrel. One syringe had the foreign matter located outside the grad lines at the 7ml marking. One syringe had the foreign matter outside the grad lines at the 4ml marking. One syringe had the foreign matter located inside the grad line at the 7ml and 4ml markings. The composition of the red foreign matter could not be determined. One syringe was observed to contain multiple small black foreign matter particles attached to the barrel outside the grad lines at the 6ml marking. The black particles appeared to be ink with more than six present, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the ink foreign matter defect is associated with the marking process. Potential root cause for the red particulate foreign matter defect is undetermined. No corrective actions are necessary based on the defective rate identified. Batch 9241687 is considered in compliance with our product specification requirements. The root cause for the red particulate foreign matter was undetermined. Therefore, no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 syringes 10ml ll bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no.: 301029 batch no.: 9241687. Contamination found red marks in the syringes.